Event description:
The customer was hospitalized for high bgs and dka. The customer has been ill for two weeks. Troubleshooting was performed. The programming was accurate. Unable to completely confirm basal rates and bolus as client is still assisted in the emergency room. Advised the family member and nurse to call back the help line to complete the testing. The customer called back to test the device. Time was an hour ahead. Assisted customer in correcting time. Ran 3.0 unit fixed prime and the insulin did not exit. Instructed customer to change set and reservoir. Ran again the prime test and insulin exited. Instructed customer calls back to perform the high-pressure test when clamp arrives.